Event description:
It was reported that this recently implanted right ventricular (rv) lead exhibited high pacing thresholds and loss of capture (loc). Technical services (ts) was consulted, and it was suspected that the lead was not stabilized post implant procedure. The highest output was programmed, and further testing was recommended. Chest x-ray was performed, there were no signs of dislodgment. This rv lead remains in service. No adverse patient effects were reported.